Event description:
The account alleged the brakes will lock on the foot end but if the bed is pushed on the foot casters will come out of brake and roll. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.